Event description:
It was reported that the self-testing of the system controller was performed. It was not a normal continuous sound and only interrupted sounds were generated, so it was replaced with a backup system controller. The replaced system controller was being used as a backup system controller. There were no adverse health effects due to the event.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01872 as part of a historical jmacs patient registry review in japan through mcs abbott (B)(4) affiliate. On 12sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: date of implant incorrectly included in previous report. Date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of atypical noises that occurred during a system controller self-test was not confirmed as the controller was not returned for analysis. Provided information indicated that the primary controller was replaced with the backup controller and is now being utilized as the new backup controller. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on 01oct2019. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain how to properly perform a system controller self-test, and state to press and hold the battery gauge button for five seconds. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.